Event description:
It was reported that the pt experienced "an acute loss of analgesia with no discernible reason". The reporter indicated that the residual volume in the pump is lower than expected "with an error of 15-20% faster variance" and he has had a few officially recorded pump malfunction episodes. A follow-up report will be sent if add'l info becomes available.